Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), the first episode of menorrhagia ("abnormal heavy menstrual bleeding, prolonged menses"), abdominal pain lower ("severe lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), gastrointestinal disorder ("gastrointestinal disorder"), coital bleeding ("bleeding during and after intercourse") and back pain ("back pain"). The patient was treated with surgery (she underwent a partial hysterectomy and fallopian tubal removal to treat her symptoms) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, abdominal pain lower, vaginal haemorrhage, the last episode of menorrhagia, pelvic pain, vaginal discharge, fatigue, weight increased, coital bleeding and back pain outcome was unknown, the genital haemorrhage, female sexual dysfunction, dysmenorrhoea and dyspareunia had resolved and the nausea and gastrointestinal disorder was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Patient had undergone an essure confirmation test on (B)(6) 2010. Most recent follow-up information incorporated above includes: on 5-jul-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events abnormal bleeding (vaginal, menorrhagia),apareunia (inability to have sexual intercourse), nausea, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain,gastrointestinal, bleeding during and after intercourse were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), the first episode of menorrhagia ("abnormal heavy menstrual bleeding, prolonged menses"), abdominal pain lower ("severe lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of menorrhagia ("menorrhagia (abnormal bleeding and menstrual)"), female sexual dysfunction ("apareunia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), gastrointestinal disorder ("gastrointestinal disorder"), coital bleeding ("bleeding during and after intercourse"), back pain ("back pain") and constipation ("constipation"). The patient was treated with surgery ((B)(6) 2017, hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, abdominal pain lower, vaginal haemorrhage, the last episode of menorrhagia, pelvic pain, vaginal discharge, fatigue, weight increased, coital bleeding and back pain outcome was unknown, the genital haemorrhage, female sexual dysfunction, dysmenorrhoea and dyspareunia had resolved and the nausea and gastrointestinal disorder was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, coital bleeding, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion patient had undergone an essure confirmation test on (B)(6) 2010. Most recent follow-up information incorporated above includes: on 12-jul-2018: pfs received. Event constipation added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ganglion cyst, anxiety, nausea, weight gain and vaginal discharge. Concurrent conditions included obesity. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), prolonged heavy periods ("abnormal heavy menstrual bleeding, prolonged menses, excessive bleeding"), abdominal pain lower ("severe lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (abnormal bleeding and menstrual)"), female sexual dysfunction ("apareunia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal disorder"), coital bleeding ("bleeding during and after intercourse"), back pain ("back pain") and constipation ("constipation") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2017, hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, prolonged heavy periods, abdominal pain lower, vaginal haemorrhage, menorrhagia, pelvic pain, vaginal discharge, fatigue, weight increased, coital bleeding and back pain outcome was unknown, the genital haemorrhage, female sexual dysfunction, dysmenorrhoea and dyspareunia had resolved and the nausea and gastrointestinal disorder was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, coital bleeding, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, nausea, pelvic pain, prolonged heavy periods, vaginal discharge, vaginal haemorrhage, weight increased and menorrhagia to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion; on (B)(6) 2010: results: occlusion of both tubes with essure devices. Patient had undergone an essure confirmation test on (B)(6) 2010. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-may-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ganglion cyst, anxiety, nausea, weight gain and vaginal discharge. Concurrent conditions included obesity. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), prolonged heavy periods ("abnormal heavy menstrual bleeding, prolonged menses, excessive bleeding"), abdominal pain lower ("severe lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (abnormal bleeding and menstrual)"), female sexual dysfunction ("apareunia"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal disorder"), coital bleeding ("bleeding during and after intercourse"), back pain ("back pain") and constipation ("constipation") and was found to have weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2017, hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, prolonged heavy periods, abdominal pain lower, vaginal haemorrhage, menorrhagia, pelvic pain, vaginal discharge, fatigue, weight increased, coital bleeding and back pain outcome was unknown, the genital haemorrhage, female sexual dysfunction, dysmenorrhoea and dyspareunia had resolved and the nausea and gastrointestinal disorder was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, coital bleeding, constipation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, nausea, pelvic pain, prolonged heavy periods, vaginal discharge, vaginal haemorrhage, weight increased and menorrhagia to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion; on (B)(6) 2010: results: occlusion of both tubes with essure devices. Patient had undergone an essure confirmation test on (B)(6) 2010. Most recent follow-up information incorporated above includes: on 28-apr-2021: medical record received. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal heavy menstrual bleeding, prolonged menses") and abdominal pain lower ("severe lower abdominal pain"). The patient was treated with surgery (she underwent a partial hysterectomy and fallopian tubal removal to treat her symptoms). Essure was removed. At the time of the report, the abdominal pain, menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower and menorrhagia to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.